Event description:
It was reported that revision surgery was performed due to femoral neck fracture. Pain, metallosis and high levels of metal in the blood were reported.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The stem was fractured in the proximal sleeve taper region. Signs of fretting on the anterior, posterior, and lateral sides of the proximal taper region of the stem were observed including indentations by the slot of the proximal sleeve onto the stem. The crack initiated most likely in the lateral region of the stem. Bone ongrowth, scratching, and damage were observed on the porous coated regions of the sleeve including fracture of the sleeve. The scratching and the damage observed on the porous coated regions of the sleeve likely occurred during removal of the components. In conclusion, the analyses showed the emperion stem and sleeve fractures likely occurred in the lateral region of the stem. Fatigue was the most likely the fracture mechanism. No defects in manufacturing of the device, material, or design were noted during this analysis. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. A review of complaint history revealed that we have not had any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
UDI-di: undetermined.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. The manufacturer report# was filed in error, the correct manufacturer should be 1020279.